Manufacturer narrative:
Manufacturer reference # (B)(4). Catalog # igtcfs-65-1-fem-celect-pt. Investigation is still in progress. Manufacturer reference # (B)(4).

Event description:
Description according to complainant: "according to the cath lab staff - the physician attempted to place a celect filter from the femoral approach. Upon deployment of filter, the physician apparently felt that the position was suboptimal. She felt that the filter jumped forward upon deployment. Based on this, the physician attempted to retrieve the filter from the jugular approach. In doing so, the physician engaged the legs of filter with the snare. The physician was unsuccessful in disengaging the snare from the legs and appears to have pulled the filter's hook and upper portion into a renal vein. They were unsuccessful in removing the filter and the snare (cook snare)". Patient outcome: the device does remain inside the patient's body. It is not known if the patient will require additional procedures for this. The patient experienced the adverse effects of not having the filter successfully placed and having the filter and snare remain inside of her body.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-fem-celect-pt. Investigation: evaluation is based on the description and the imaging provided. Investigation of the imaging did not reveal the difficulties with the filter jumping forward during deployment. The ivc is measured to be narrow (14mm) which is below the recommended minimum diameter of the ivc (= 15mm). However, what caused the filter to jump cannot be determined based on the imaging or the description. According to the description the filter was tilted after being manipulated. The retrieval set used is a gooseneck snare. This is not a cook medical product. Therefore unable to comment on the retrieval attempt with the gooseneck snare. However, filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications. No evidence to suggest device failure why no further action are warranted at this time. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: "according to the cath lab staff - the physician attempted to place a celect filter from the femoral approach. Upon deployment of filter, the physician apparently felt that the position was suboptimal. She felt that the filter jumped forward upon deployment. Based on this, the physician attempted to retrieve the filter from the jugular approach. In doing so, the physician engaged the legs of filter with the snare. The physician was unsuccessful in disengaging the snare from the legs and appears to have pulled the filter's hook and upper portion into a renal vein. They were unsuccessful in removing the filter and the snare (cook snare)." Patient outcome: the device does remain inside the patient's body. It is not known if the patient will require additional procedures for this. The patient experienced the adverse effects of not having the filter successfully placed and having the filter and snare remain inside of her body.